Manufacturer narrative:
Analysis of the pump, model# 8637-40, serial# (B)(4), confirmed the low battery reset from undetermined cause. Analysis also found a gear train anomaly (corrosion and-or wear and-or lubrication). The analysis interrogation report indicated the pump was returned in minimum rate mode. Correction number z-2276-2009 no longer applies to the event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8835, product type: programmer, patient. (B)(4).

Event description:
On (B)(6) 2016, information was received from a consumer and nurse regarding a (B)(6), female patient who was receiving dilaudid 10mg/ml at 5.993 mg/day plus programmed boluses via an implantable pump for non-malignant pain and other chronic/intract pain (trunk/limbs). On (B)(6) 2016, the patient experienced pain because she was not able to get a bolus. On (B)(6) 2016, code (B)(4) appeared on the patient's personal therapy manager (ptm). It was noted the patient had not heard an alarm from the pump. The patient saw her nurse and the event logs were checked. They showed a reset low battery and the pump in safe state occurred on (B)(6) 2016 at 01:43. The patient had pain as she was still not able to get a bolus. Additional information has been requested regarding the cause of the event, troubleshooting and actions/interventions taken to resolve the event, but it was not available at the time of this report. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
Conclusion code pertains to the analysis find of low battery reset from undetermined cause. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event. Code pertains to the analysis finding of gear train anomaly (corrosion and-or wear and-or lubrication). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a device manufacturer representative (rep). It was reported that the pump stopped working at some point in time and was prematurely replaced.